Event description:
It was reported that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during drain 1. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The tsr advised the hp to start over with all new supplies or perform the manual therapy in order to complete the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.